Manufacturer narrative:
Citation: herrmann jl et al. Right ventricular outflow tract reconstruction in infant truncus arteriosus: a 37-year experience. An nals of thoracic surgery. 2020; 110:630-637. Doi: 10.1016/j.athoracsur.2019.11.023. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a retrospective, long-term comparison of multiple conduit types for reconstructing the right ventricular outflow tract in pediatric patients with truncus arteriosus. All data were collected from a single center between november 1981 and april 2018. The study population included 100 patients (predominantly female, median age 33 days, median weight 3.2 kg), 36 of whom were implanted with a medtronic contegra pulmonary valved conduit (no serial numbers provided). Among all patients, 30 deaths were reported (16 early deaths and 14 late deaths). Of the early deaths, 12 were reported to be of cardiovascular causes. Of the late deaths, 1 was from cardiovascular causes (cardiac arrest following an apneic event), 3 were from acute respiratory distress syndrome, and 4 were from sepsis, ¿none of which appeared to be related to the type of implanted cardiac material¿. It was reported that the actuarial survival was 85%, 72%, 72%, and 68% at 30 days, 5 years, 10 years, and 15 years post implant, respectively. The reported causes of death included inability to wean from bypass/mechanical ventilation, pulmonary hypertensive crisis, cardiac arrest, cardiogenic shock, acute respiratory distress syndrome, sepsis, and cerebral herniation. Multiple manufacturers were noted in the literature, and no deaths were attributed to medtronic product. Based on the available information medtronic product was not directly associated with the deaths. Among all patients, adverse events included: reexploration for mediastinal bleeding, cardiac tamponade, low cardiac output syndrome, cardiac arrest, cardiogenic shock, sepsis, extracorporeal membrane oxygenation support, endocarditis, and catheter intervention for conduit failure and/or branch pulmonary artery stenosis. It was reported that the median time to reoperation was 4.6 years. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.